Manufacturer narrative:
A getinge field service engineer (fse) confirmed issue, screen is illegible. Display found to be old style. Replaced display, display cable, and display mount. Issue now resolved. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: display, color, iabp serial number part number mounting plate serial number n/a part number cable, display to video receiver board serial number meritec. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the monitor of the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept performed the display tests in diagnostics. All display tests passed. After an extended period of run-time, the fat dept. Could not verify the complaint of the screen is illegible. The display passed testing. Retaining the display in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a display failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).